Manufacturer narrative:
It was determined the cause of the issue was a depleted battery. The batteries and battery pins were replaced to resolve the issue.

Event description:
It was reported, lifepak 15 device, customer states "device charged to 200j and when trying to shock the device shut off." In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Event description:
It was reported, lifepak 15 device, customer states "device charged to 200j and when trying to shock the device shut off." In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Additonal patient information was provided by the customer, reference section a and b7 for updates.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio inspected the device and though initial testing was unable to duplicate the issue, the device electronic data was downloaded and the issue was verified. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported, lifepak 15 device, customer states "device charged to 200j and when trying to shock the device shut off." In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.